Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The mcs tip cover accessory was inspected with no damage found. The mcs tip cover accessory was installed and removed with no problems. There was no problem detected the unit is an accessory and does not get captured by the logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. This complaint is considered a reportable event due to the following conclusion: it was alleged that the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure. The mcs tip cover accessory was retrieved during the same procedure. At this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, a customer reported that a monopolar curved scissors (mcs) tip cover accessory fell into the patient¿s abdominal cavity when removing the mcs instrument. The mcs tip cover accessory was removed in the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and mcs tip cover accessory was inspected prior to use. The nurse noticed that it was tighter than usual when inserting the mcs tip cover accessory, using the installation tool. It was properly installed with no orange surface of the instrument visible, and the mcs tip cover accessory was not installed beyond the orange surface. No electrolube or lubricant was applied. It was confirmed that a reducer was used. The mcs instrument and the mcs tip cover accessory were in use for two hours. When removing the mcs instrument, the mcs tip cover accessory was stuck in the port, and then fell into the patient¿s anatomy after the customer tried to insert the vessel sealer extend instrument. There was no damage on the mcs instrument, cs tip cover accessory, or cannula after the issue occurred. The procedure was completed robotically with the da vinci system.